Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter involved with this complaint failed testing. The meter was found to have dry blood under spc pins 1-3. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultraping meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that the alleged issue began on (B)(6) 2012 at 10pm. The patient stated that on (B)(6) 2012 at 2:00am, her husband had informed her that she "had become sweaty and was unable to wake up" and had tested her on the subject meter and obtained a low reading of "45mg/dl". An hour later, she was admitted to the hospital for "hypoglycemia" and was administered with "oxygen and IV glucose". Throughout the day, her blood sugar level was measured with the hospital's meter (unknown device) and obtained the following test results: at 5:00am, "154mg/dl", at 8:00pm, "218mg/dl" and at 10pm, "180mg/dl". On (B)(6) 2012 after 10:00pm, after her release from the hospital, was when the alleged issue was discovered when she attempted to test her blood sugar with the subject meter. During troubleshooting, the cca walked the patient through proper testing technique as recommended per the owner's booklet, but the reported issue remains unresolved. Replacement meter was sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention due to the reported issue. The patient confirmed with the (B)(4) that the symptoms and the treatment received prior to the start of the alleged issue was due to severe hypoglycemia which was consistent with what the patient obtained from the subject meter. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.